Event description:
It was reported that during an unrelated procedure the patient's ipg was not placed into surgery mode. Following the mentioned procedure, the patient's ipg was not connecting to external devices. A manufacturer's representative met with the patient and was able to restore the ipg and reconnect.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. A rep met with the patient and was able to restore the ipg and reconnect. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.